Event description:
Customer reportedly received results of 16.6 mmol/l and 7.2 mmol/l within 4 minutes on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product is not available to return for evaluation, and the lot number was not provided.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.